Event description:
There was a magnetic sensor error with the lasso navigation catheter after placed into the patient. The catheter was removed and replaced with no patient harm. Manufacturer response for lasso navigation catheter, lasso navigation catheter (per site reporter), mfg notified by site.